Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen developed a crack that progressed, after which the pump was no longer functional and no longer watertight. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included a therapy interruption requiring device replacement and return of the affected unit. Investigation included collection of event details through customer interview and logistics review of the replacement process. Investigation of this device revealed damage to the touchscreen component consistent with a cracked display rendering the user interface inoperable, with no indication of internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.